Event description:
It was reported that pt underwent total hip arthroplasty on (B)(6), 2005. Subsequently, the pt began to experience anterior hip pain and radiographs revealed radiolucency. It was further reported that the pt was positive for pseudotumor and metal ions. A revision procedure was performed on (B)(6), 2011 and the acetabular cup, acetabular liner and modular head were removed and replaced.